Event description:
Reporter indicated that a patient's "seizure count may not be normal". A battery estimate yielded 2.03 years remaining on the vns generator. Attempts for further information are in progress.